Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. A follow-up report will be submitted upon receipt of relevant additional information.

Event description:
As reported by the affiliate, post surgery, a hakim valve would not reprogram correctly. There were no reports of delay or patient harm. Valve is currently in patient.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The position of the cam when valve was received was 110mmh2o. The valve was visually inspected: it was noted that the valve mechanism has moved forward in the silicone housing. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks noted. The valve was reflux tested; the valve failed the test due to the position of the valve mechanism. The valve was then pressure tested; the valve failed the test due to the position of the valve mechanism. A review of manufacturing records found the device conformed to specification when released to stock. Based on the investigation, an issue was confirmed with the valve. The root cause for the displaced valve mechanism could be due to atypical pressure when the valve was irrigated or pumped. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.